Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument cable was disconnected. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. The procedure was completed robotically with another instrument. There was no patient injury.

Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. This instrument does not deliver energy, so there was no black conductor cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.